Event description:
It was reported that the customer passed away. The autopsy report was pending at the time of the report, but the cause of death was suspected to be diabetic ketoacidosis. The customer was not wearing the insulin pump at the time of death. However, the customer's father reported that the insulin pump was next to the customer and alarming when paramedics arrived to the scene. There was no insulin in the insulin pump at the time of the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.